Manufacturer narrative:
During preventive maintenance on (B)(6) 2022, the autopulse platform (serial # (B)(4) displayed user advisory "(ua)02" (compression tracking error) error message during the initial functional testing. The root cause of ua02 was due to defective load cells. The damaged covers and defective load cells were likely attributed to mishandling such as a drop. The load cells were replaced to address the ua02 error message. During visual inspection of the returned autopulse platform, cracked top cover and front enclosure were observed. The observed physical damages are the characteristics of harsh impacts due to user mishandling, such as a drop the top cover and front enclosure were both replaced to address the issues. Also, a sticky clutch was observed. The impact of a sticky clutch was not severe enough to make the platform non-functional. The cause for the sticky clutch could be due to normal wear and tear and/or user handling cannot be ruled out as there is no documented report showing that annual preventative maintenance (pm) was performed since the device was acquired by the customer. The clutch plate was deburred to address the observed problem. The autopulse platform was manufactured in september 2008 and is 14 years old, well past beyond its expected service life of 5 years. The archive data was recovered but could not be converted, likely due to the defective processor board (instruction register (ir) function was not working), likely attributed to an aging device. The processor board was replaced to address this issue. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the autopulse platform with serial number (B)(4).

Event description:
During preventive maintenance on (B)(6) 2022, the autopulse platform (serial # (B)(4)displayed user advisory "(ua)02" (compression tracking error) error message during the initial functional testing. No patient involvement.